Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was abandoned during a procedure performed to replace the implanted pacemaker. The physician stated scar tissue had formed at the site of contact between the lead and the patient's atrium. A new ra lead was implanted. No additional adverse patient effects were reported.